Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged white dots inside nose, stuffy nose, sinus issues. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient has alleged white dots inside nose, stuffy nose, sinus issues. There was no report of serious or permanent patient harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center for further evaluation on 05/16/2023. The device was evaluated on 08/10/2023. There was no mention of visual findings to the external part of the device. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in this device. In secondary findings found contamination in water tank, dust on pca, contamination on flip lid seal, dust in sound abatement foam. Unable to address the complaint or symptoms. Found no evidence of sound abatement foam degradation or breakdown. The external investigation of the outside of both devices showed that there was an unknown brown contaminate on the bottom of the base unit, and around the iso tube of the humidifier. The internal investigation of the humidifier showed that there were mineral deposits in the water tank. There was an unknown white contaminate on the bottom enclosure. The flip lid seal had an unknown black contaminate on it. The internal investigation of the base unit showed that there was dust on the pca. It was also observed that there was dust in the sound abatement foam.